Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on 08/29/2008 and a mesh was implanted. It was reported that patient underwent anterior repair, urethrolysis, breakdown of vaginal adhesions and dense scar tissues, and autologous fascial pubovaginal sling on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to cystocele mesh erosion on (B)(6) 2011 with a tvh concurrently, and on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.